Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed the dat test at 0.08740 inches. Drive support cap was inspected and no anomaly was noted. Device received with no physical damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had alleging possible pump under delivery and the drive support cap was protruded. Customer thinks the pump was under delivering because she has already changed her set and still was getting high blood glucose readings. The customer¿s blood glucose level was 279 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.